Event description:
It was reported that device entrapment and removal difficulty occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified middle of left anterior descending artery. A 2.50 x 20 synergy drug-eluting stent was advanced for treatment. However, during procedure, it failed to cross the previously placed stent strut, and never got out of the patient's body. The procedure was completed with the original device. There were no patient complications nor injuries reported.